Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿ IV tubing set up and initiated and 3 days later, the IV tubing was discovered to have a leak. They observed fluid leaking on the floor and it was visibly seen at the connection below the pump cassette, the rate of the infusion was intended to be 12.5 ml/hour. " no patient harm was reported.